Manufacturer narrative:
(B)(4). An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
It was reported to covidien on (B)(6) 2013 that a customer had an issue with a dialysis catheter. The customer states the catheter was inserted on (B)(6) 2013. Small pin holes appeared on both venous and arterial extension sets. The catheter was flushed before insertion to ensure product integrity, no leak was found. The catheter was sutured in place through the wing holes either side of the catheter and dressed using cosmopore dry dressing as the patient is allergic to other clear dressings. The patient has not received dialysis through the line. The catheter was removed on (B)(6) 2013. The catheter will also be replaced.